Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, there was a hair in the seal of the packaging.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon visual inspection of the blister, a long piece of hair was visible sealed in the blister at the top of the trigger.

Event description:
It was reported that on (B)(6) 2013, before use, foreign matter that looked like a human hair was found inside the package. Another device was used to complete the case with no adverse patient consequences.